Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the front haptic was damaged. The surgeon felt that it was due to improper lens loading process. The surgeon told the staff that the front haptic may have caused the capsular bag to tear. The lens was left in the patient. Additional information reported by a manager that the patient was referred to a retina specialist. The patient reported one week postoperatively that the eye was still swollen and vision was blurred. Extra cortex was removed during the initial procedure, but there was no vitrectomy.

Manufacturer narrative:
Product evaluation: the product was not returned. The product investigation could not identify a root cause. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).